Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID ) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
On an unspecified date in (B)(6) 2016 the patient's ventilator alarmed. The tracheostomy tube's cuff was tested by the ear, nose, throat physician (ent) and was removed. The patient was recannulated. There was no patient harm reported.